Event description:
Pt was treated in 2004. The pt developed superficial burns (pinhead size) on treatment area. At two months post treatment pt developed slight hyper pigmentation on right side of cheek. Doctor is using bleaching cream on that area. Status of most current follow-up: in 2004 pt is doing better, still has some discoloration on right cheek along marionette line.